Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15057. It was reported the patient lost stimulation of his right thigh. X-rays revealed the lead had migrated. Reprogramming was not able to solve the issue. Additionally, the patient indicated experiencing rib stimulation when his ipg battery is at half charge. Surgical intervention will be taken at a later date to address the issue.